Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation wherein causing pain at the ipg site and in the hips. It was also noted that the patient was experiencing numbness all the way down to the legs and was unable to move or stand and maintain posture.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation wherein causing pain at the ipg site and in the hips. It was also noted that the patient was experiencing numbness all the way down to the legs and was unable to move or stand and maintain posture. Additional information was received indicating the patient underwent a revision procedure where the full dbs system was explanted. The explanted devices were discarded at the facility and were not returned to bsc. The patient was doing well post-operatively.